Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
During treatment of a moderately tortuous, heavily calcified 80% stenosed lesion about 4mm in diameter in the proximal right coronary artery (rca), diamondback 360 coronary orbital atherectomy device (oad) was spun five times on low speed with no issues. Upon removal of oad, it was observed that the driveshaft or tip of the oad had detached, but remained on the viperwire advance guidewire and was removed with the viper wire. The detached part was completely removed from the body. The patient was stable.

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) was returned for analysis with a driveshaft fracture on the distal side of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopic (sem) analysis identified possible fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Updated fields: b4, d9, g1, g3, g6, h2, h3, h6, h11 csi ID: (B)(6)